Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the bottom button of the small battery drive device was stuck. It also was noted that the device was dropped. This event did not occur during surgery. There was no human patient involvement as the device was used in veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the bottom button of the device was stuck and the device was dropped was confirmed. An assessment was performed and it was observed that the unit's bottom trigger was stuck. It was further observed that the internal components were excessively corroded, the electric control unit (ecu) was damaged, the cover plate came off, and the coupling shaft was damaged. The assignable root cause was determined to be due to improper cleaning and maintenance, and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.